Event description:
It was reported that during a c-section the surgeon noticed that the tip of the needle was missing. A search was done of the surgical area and the tip could not be found. The surgeon believes the needle tip is in the pt. An x-ray has been done and the hosp will advise of results.